Manufacturer narrative:
Updated.

Event description:
Customer reported that the unit was giving error code message of data acquisition (da) pcba adc failed. There was patient involvement, but there was no harm to the patient or user as the device was replace with another v60.

Event description:
Customer reported that the unit was giving error code message of data acquisition (da) pcba adc failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.